Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal malfunctioned. The seal failed to load; it stayed inside the loading device. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the loading device was returned without the delivery tube. The seal and the tension spring assembly were inside the body of the loading device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal failed to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).